Event description:
Healthcare professional (hcp) reports one incident of the patient reaction with the psn 210 dialyzer. Approximately two hours into treatment patient complained of feeling flushed and experienced tachycardia and swollen lips. Treatment was terminated and blood was returened to the patient with no reported blood loss. Treatment was resumed with an f70 dialyzer and completed without further incident. Per hcp, no medical intervention was required. Hcp reports that the patient's symptoms have resolved and has subsequently dialyzed using the f70 dialyzer with no reported problems.